Event description:
Report received of a ruptured balloon. It was reported that a thermodilution catheter was inserted into a pt. Prior to insertion, the balloon had inflated without difficulty. The catheter was then inserted into a sheath. It is the usual practice of this facility to re-check the balloon inflation after passing it through a sheath, but in this case, it is unknown whether or not this was done. Upon insertion of the catheter into the pt, the balloon would not inflate and the physician was unable to float the catheter into proper placement. It was immediately noticed and removed. A new catheter was inserted with no further problems. There was no reported adverse pt effect. Additional pt info was requested, but no further info was available.